Event description:
The reporter stated, that the surgeon inserted a visian icl (implantable collamer lens mode micl 12.1mm in 2007. The pt complained of glare and the surgeon noticed, the pt had a anterior subcapsular opacity so, he removed the lens and performed a cataract extraction and iol implantation. It was reported that the icl lens was not inadequately vaulting & the cause of the opacity was unk.

Manufacturer narrative:
Results- a visual inspection of the returned product shows one haptic is torn. Clear surgical residue on the lens. A work order search was performed for similar complaints within the search and no similar complaints were found.